Event description:
It was reported by the (B)(6) centre that patient underwent primary hip procedure on an unknown date. Revision procedure was performed on (B)(6), 2012 allegedly due to elevated metal ions.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.implant date - unknown.